Event description:
The customer reported that his 840 ventilator is inoperable. No pt involvement. Covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) pcb. The ventilator passed all testing.